Event description:
It was reported that pump experienced malfunction with displayed malfunction code and was not able to be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and backup pump for insulin delivery, and technical support arranged replacement pump.